Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to ocg for evaluation. Ocg inspected the device and confirmed the following: the reported phenomenon by the user facility was not reproduced. The larger of the two light guide lenses was scratched and the smaller one was cracked inside. The ccd lens was scratched. There was a gap in the adhesive of the bending section rubber. The paint on the nuts of the air/water cylinder and suction cylinder was peeled off. The universal cord was scratched. There was play in the angulation. The device did not pass the water removal inspection. Nothing was found during the inspection that could cause smoke. The disinfectant left in the instrument channel after reprocessing may have begun to evaporate as the device heats up. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility reported that before the procedure it was found that smoke was coming out of the distal end when the device was connected to a peripheral, and returned the device to the olympus (B)(6) (ocg). Ocg then inspected the device and found that water droplets still went out of the air/water channel during the air supply. This may have been caused by debris in the channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-07883 and correct the initial report. The device evaluation by olympus (B)(4) reported that there may be debris in the channel, but no foreign material was found in the channel. Therefore, olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.